Event description:
It was reported to boston scientific corporation through the (B)(4) adverse incident center, that a rx locking device with biopsy cap was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while inserting the necessary wires, the filter inside the biopsy cap dislodged and stuck in the endoscope. Although no injury was reported to the patient, the patient had to endure the discomfort of being intubated twice with an endoscope. The original endoscope used had to be sent for repair. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event of the biopsy cap sponge being pushed out into the scope. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation through the northern ireland adverse incident center, that a rx locking device with biopsy cap was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while inserting the necessary wires, the filter inside the biopsy cap dislodged and stuck in the endoscope. Although no injury was reported to the patient, the patient had to endure the discomfort of being intubated twice with an endoscope. The original endoscope used had to be sent for repair. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2012: the procedure bering performed was an endoscopic retrograde cholangiopancreatography (ercp) at the common bile duct. The procedure was able to be completed using this rx locking device with biopsy cap. There were no patient complications.

Manufacturer narrative:
The initial report was confirmed. A visual evaluation found that the foam sponge had detached/ separated from the rx biopsy cap. Examining the returned biopsy cap, the cap was found to be intact. The bottom seal hole on the biopsy cap was found to be slightly opened up from usage. The detached sponge was found to have slits in the center. The exact measurement of the slits on the sponge could not be measured at this time due to the condition of the returned sponge. The most probable root cause could not be determined. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.